Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers family member reported via phone call that the insulin pumps buttons was unresponsive and insulin squirts when priming. Customer's blood glucose value was unknown. Customer also reported that backlight had lost some of the brightness. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak battery, low battery, a33 alarms or back light anomaly due to unresponsive button. (B)(4).